Manufacturer narrative:
Other text: one device was received for evaluation and visual inspection was performed. The visual inspection was performed with the device was visually inspected at 12? To 16? Under normal conditions of illumination. No damage nor other workmanship defects were detected during visual inspection. The device was given functional testing: during testing the device leaked at the tube/adapter tube join at the patient end. The device tube was removed and closer inspection was performed. The tube showed an insufficient solvent bond. The reported issue was confirmed with the returned device. The manufacturing process for this device type was reviewed; relevant mitigation activities are performed during production. A 100% pressure test of the heat exchanger area is performed after assembly. This device type is also sampled at regular intervals for further inspection and testing. In response to the issue identified; the manufacturing personnel were notified of the issue on 9 september 2021. No further action has been taken at this time.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received indicating that the set was leaking. No adverse patient effects were reported.